Event description:
It was reported that the patient was unable to place their system into MRI mode. Additionally, the patient experienced uncomfortable stimulation and ineffective therapy. Diagnostics revealed high impedances on the lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.